Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer suspects an interference for 1 patient tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module. The patient had been tested for tsh over the course of 4 years and had received elevated results. These results were reported outside of the laboratory. After 4 years, the patient was at a different hospital having a nodular goiter removed and the patient had "normal" tsh results when tested on a non-roche instrument. The customer claimed that an analysis was made for heterophile antibodies and it was discovered that the patient had heterophile antibodies against tsh. The customer is wondering if this is affecting the tsh results from the e601 module. The customer provided 23 tsh results from the e601 module between (B)(6) 2014 and (B)(6) 2018 ranging from 11 uiu/l to 16 uiu/l. Refer to the attached data for the specific results. The patient has been treated with thyroxin. There was no allegation that an adverse event occurred. The customer stated that tsh results from another hospital in 2015 (a specific date was not provided) and (B)(6) 2017 were below the measuring range by the siemens centaur method. No action was taken based on the low results. The e601 module serial number was (B)(4).

Manufacturer narrative:
The patient sample from 21-aug-2018 was submitted for investigation. The customer's high tsh result was reproduced. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
The customer provided additional tsh and other relevant test results. Refer to attachment titled "additional tsh results" for additional tsh results in question. Refer to "other relevant tests" for additional relevant tests. Investigations are ongoing.

Manufacturer narrative:
On 26-apr-2018 the patient had a tsh result from a different hospital using an unknown method of < 0.5 (unit of measure not provided) and an ft4 result of 18.1 (unit of measure not provided).